Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information requested and obtained: did the clip drop or eject from the device? Or, did the device fire a malformed clip? No information. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the deployed clip was unformed during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93u8f. The analysis results found that the instrument  er320 was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage; and with the trigger broken. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 8 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.